Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. The patient stated they had a lot of pain where their incision was. They stated the increased the stimulation to 1.8 and had pain lower than the incision area. They stated they turned down the stimulation at night because they did not know what setting was correct for them or what number to be setting it at. The patient was explained stimulation faq's and redirected to their healthcare provider. It was unknown if the issue was resolved at the time of the report. Additional information was received from the patient. They stated they were in the hospital from 4/3 to 4/4. They also mentioned they had decreased stimulation because it was causing them pain and was uncomfortable. Contributing factors were unknown. The patient was advised to contact their clinician for medical advice. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient stated their device had not worked since wednesday, they were no longer tracking their data. Patient was having the device removed the following day. No further complications were reported or anticipated.